Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple occlusion alarms. The cartridge and infusion set were changed. The customer's blood glucose (bg) level was 380 mg/dl and insulin injections were administered to address the bg level. As the pump supplies had been changed, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.